Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed main keypad assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be the dome of the energy down button being stuck/shorted. This prohibited functionality of the energy select and charge keys.

Event description:
It was reported that the energy select and the charge keys were no longer functional. With this issue, the device would not have the ability to charge for defibrillation energy delivery. There was no patient use associated with the reported issue.